Manufacturer narrative:
Device evaluated by manufacturer: the product was returned with no original packaging. Functional testing performed on the device revealed when positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon on the proximal end of the balloon. Inspection of the balloon presented no irregularities in the balloon material that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the severely calcified lesion was de novo. The 10mm x 20mm x 80cm sterling otw balloon advanced to the lesion for pre-dilatation was removed intact.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous aorta abdominalis. The 10mm x 20mm x 80cm sterling otw balloon was advanced to the lesion and upon inflation to 8atms the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported. The patient's status is recorded as good.